Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the rx biliary stent became stuck in the scope. The procedure was completed with another scope and another rx biliary stent. There was no pt complications as a result of this event and the pt was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.